Event description:
The customer reported an issue with their t:slim x2 pump, which would not charge, despite trying different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer agreed to use manual insulin delivery in the meantime. A replacement pump with updated software was sent to the customer, who acknowledged the need to complete training before using it. The customer was also advised on the return process for the malfunctioning pump.